Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving dilaudid (hydromorphone) .2402 mg/day 5 mg/ml via an implanted pump. The patient was not getting benefit from the pump. The cause of the event was unknown. Troubleshooting: multiple dosage adjustments. Action/intervention: unknown. The system will not be replaced in the future. Outcome: the issue was resolved. The patient weight and medical history were unknown. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.